Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. Upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2025-02402. Moving forward all additional information will be filed under 3005075853-2025-02472.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy that the device was used on a colostomy revision. There were staples throughout the staple line that were standing up. The staples didn't form. No adverse impact patient/user was reported.